Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode of sensor was missing. The customer¿s blood glucose value was unknown. Customer was also reported that electrode was simply missing and not stuck in body or bent or curled up. The sensor will not be returned for analysis.